Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error alarm. The customer¿s blood glucose was unknown. Customer stated the drive support cap appears normal. Customer stated that the alarm occurred second time in two weeks. Customer was able to rewind insulin pump but now feels unsure. Customer was flying and went through the full body scan at the airport with the insulin pump on him, but this was after the first motor error alarm. Customer did not report motor position encoded alarm. Customer was able to successfully clear the alarm also able to complete the insulin pump rewind. Customer also stated that the alarm history contains more than one motor error alarm within a 30-day period. The device will not be returned for analysis.